Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a090208 captures the reportable event of poor quality image. Block h9 (correction/removal reporting #) on october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes.

Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) performed for a stent pull on (B)(6) , 2023. During the procedure, visualization deteriorated while cannulating due a reported 'honeycomb' effect on the screen that was unable to be cleared. Although visualization was poor, the physician was able to complete the procedure using the original scope. There were no reported patient complications as a result of this event.